Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site was also identified: the medium-large clip applier instrument was found to have a bent grip and the tip would not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had difficulty loading clip and the clip would not close when trying to apply. The procedure was completed with no reports of patient injury.